Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. The instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. The root cause of this failure has not been established. The remote log confirmed that the instrument has 0 uses. The following additional observations not reported by site were also identified. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.028¿ - 0.164¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions to the instrument's main tube is typically attributed to mishandling. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# n102001090062) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, it showed 0 lives on the display and the white life indicator was still showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information related to the event. However, the customer reported that no further information could be provided.